Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 14-11-2016 device evaluation: the device has been returned and evaluated by product analysis on 10/20/2016 with the following findings: a review of the black box indicated multiple unexpected reboots occurred on (B)(6) 2016. There was evidence of moisture corrosion found inside the display screen. Leak testing revealed a display lens leak. The battery compartment and battery cap were undamaged and maintained electrical connection. The battery cap was fastened and unscrewed a half turn with no reboots occurring. The pump powered on normally and successfully completed rewind, load, and prime steps. The pump was exercised for 24 hours with no power interruptions occurring. The complaint of a power issue could not be duplicated on investigation. The pump cover was removed and further moisture corrosion was found inside the pump on the display screen and the printed circuit board. (B)(4).